Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they woke up in the morning and was not feeling good and started to throw up. At about 1:00-2:00pm, the patient's father took the patient to the emergency room (ER) and was seen by a doctor. The patient's bg was checked, and the value was over 700mg/dl, while the cgm was displaying a reading below 400mg/dl and was treated with insulin. It was indicated that the hospital staff removed the sensor and threw it away. The patient was released from the hospital on (B)(6) 2018. At the time of contact, the patient was in stable condition. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.